Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, h9, and h10. Visual examination of the returned product found it found it to exhibit signs of repeated use the post feature has fractured off. All pieces were returned. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. CAPA investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical product: hex headed screw 3.5 mm hex 48 mm length item# 00590103548 lot# 64709944; headless trocar drill pin 3.2 mm diameter 75 mm length; item# 00590102000 lot# 6510658; 2.5 mm female hex screw 25 mm length item# 42509902525 lot# 65259381; femur trabecular metal cruciate retaining (cr) standard porous item# 42502806201 lot# 64905796; natural tibia trabecular metal two-peg porous fixed bearing left size e item# 42530007101 lot# 65066107; nexgenâ® complete knee solution, trabecular metalâ¿¢ standard primary patella item# 00587806532 lot# 65183058; articular surface (mc) left 16 mm height item# 42512100716 lot# 64843195. The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tasp fractured while trying to insert and check flexion and extension. There is no additional information available.